Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the knot was being advance with the cutter, the suture broke. Another proglide was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger, suture, link, needles, and cuffs were not returned. The scope of this investigation was very limited and the reported suture break while advancing the knot could not be confirmed. During lab testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on our investigation, the returned device functioned normally. However, without the return of related components, the root cause related to the device and the reported experience could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.